Event description:
Related manufacturer report number 3006705815-2022-17733. It was reported that the patient was not receiving effective therapy from their system following a fall and they were unable to set their ipg to MRI mode. It was found that the leads had high impedance. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the leads was explanted and replaced to address the issue. Effective stimulation was restored.